Manufacturer narrative:
H6- health effect- impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was removed on (B)(6) 2023. The lens was replaced with a shorter lens (different model) and the problem was resolved. The patient is happy. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -12.50/+0.5/176 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens had excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unknown. A5: unknown. A6: unknown. D6b:unknown. H6: work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).